Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, during use of a 7f exoseal vascular closure device (vcd) for hemostasis, the indicator window never turned black, and the device was eventually completely removed. Hemostasis failed, and manual compression was subsequently used to achieve hemostasis. There were no reported injuries to the patient. This was during a carotid artery stenosis procedure performed via a retrograde approach at the left femoral artery. A 7f cordis short sheath was used. The exoseal vcd was withdrawn slowly at a 40-degree angle. After waiting for the pulsatile blood flow on the blood return indicator to stop, the closure device was further slowly withdrawn by 1cm. However, the indicator window did not change. Additional information was requested but was not provided. One non-sterile 7f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in its manufactured position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, during use of a 7f exoseal vascular closure device (vcd) for hemostasis, the indicator window never turned black, and the device was eventually completely removed. Hemostasis failed, and manual compression was subsequently used to achieve hemostasis. There were no reported injuries to the patient. This was during a carotid artery stenosis procedure performed via a retrograde approach at the left femoral artery. A 7f cordis short sheath was used. The exoseal vcd was withdrawn slowly at a 40-degree angle. After waiting for the pulsatile blood flow on the blood return indicator to stop, the closure device was further slowly withdrawn by 1cm. However, the indicator window did not change. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.